Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating it often says they need new batteries. Patient noted sitting down shuts it off. Patient had their internal device rebooted which solved the problem. Patient also resolved the issues with the controller.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that since yesterday the controller while charging "the bottom" they got "battery empty cannot continue recharge the controller". Agent asked if they were trying to charge the pt mentioned that they tried to reset the controller and after the reset they got both date and time incorrect. Agent had patient reset the controller and checked for physical damage. Patient confirmed no damage on the battery compartment, and battery pack. Pt mentioned that the controller always tells them "battery empty". Agent was supposed to do an ac power reset when the call got disconnected. Agent tried to callback and left voice message to pt. During the call, agent asked pt when the controller was last charge, pt mentioned that they usually charge the every night but the last time they're able to charge the controller was the day before yesterday. Pt then stated, "it hadn't been working much during the day often on once in a while but it works at night when pt's in bed and put it on in the in table and lay it down and then it will go off at the craziest time". When asked what pt meant with "will go off". Pt stated, they could feel it's working when their in bed but not when sometimes sitting in their chair and put it next to another table, sometimes it doesn't go off all day but then sometimes pt's down in the kitchen or if they're in the store it will go off". Agent understood this as an implant issue but unable to confirm due to the call got disconnected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.